Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced high resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. The hrsv has been returned and evaluated by the failure analysis (fa) team, and the reported failure was replicated and confirmed. The system logs were reviewed and error 119 was identified, indicating that the hrsv current draw had fallen below the required threshold and that the hrsv had failed in the field. A visual inspection was performed and did not reveal any issue that could explain the complaint. The unit was then installed onto a known-good system, and upon power-up there was no image on the hrsv, with the display completely black.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that there was an issue with the left eye in the one of the surgeon side consoles (ssc) being out. The customer initially noticed this problem when they sat down at the console for their procedure. The tse recommended performing a hard power cycle on the ssc as a potential resolution. The customer called back the next day to report that the issue had returned. The procedure was completed as planned with no reported injuries.